Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a moderately calcified and moderately tortuous lesion in the mid right coronary artery. The 4.0x33 mm xience prime stent delivery system (sds) was advanced without resistance in the patient anatomy, however the stent dislodged inside the patient onto the guide wire. The stent, sds, guide wire and guide catheter were removed from the patient anatomy as a single unit. An unspecified xience prime stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.